Manufacturer narrative:
A boston scientific technical services consultant discussed isometrics, arm positioning and pocket manipulation be performed in an attempt to reproduce the high impedance measurements. The patient has been scheduled for a follow up visit to evaluate the high voltage portion of this rv lead. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that the latitude system detected a red alert from this right ventricular (rv) lead due to high voltage impedance measurements. The transmission noted the impedance measurement was 135 ohms. Currently, the high voltage impedance is 67 ohms which is consistent with the previously trended data. It was discovered that the clinic had turned off all alerts for this patient and this alert was received five months after the actual occurrence. No adverse patient effects were reported.